Manufacturer narrative:
Concomitant medical products: an 8 french flowgate balloon guide catheter, penumbra 64 aspiration catheter, velocity microcatheter, syncro 0.014" guidewire, trevo xp provue thrombectom device, (B)(4). Conclusion: the device was implanted, and not available for analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Stent thrombosis is a known adverse event associated with the enterprise2 stent and is listed in the instructions for use (IFU) as such. This enterprise2 was used off-label. According to the IFU, ¿ the codman enterprise 2 vascular reconstructions device is intended for use with occlusive device in the treatment of intracranial aneurysm¿. In addition, the IFU cautions ¿the ability of the stent to withstand post-balloon dilatation has not been established¿. The root cause of the thrombosis in the stent could not be conclusively determined; however, based on the information provided, pharmacological and patient factors may have contributed to the event (clopidogrel not given, pre-existing clot formation). Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time. (B)(4). This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, during off-label use of an enterprise 2 vrd (enf402312/ 10576304), mild clot formation was observed along the inner lumen of the stent. Prior to stent placement, the patient had presented with sudden onset of right sided weakness and aphasia, with nihss score of 24. Head CT showed a left mca/m2 superior division occlusion and the patient was diagnosed with acute ischemic stroke, emergency large vessel occlusion, and left superior and middle division m2 segment occlusion. Tpa was given in the emergency department without improvement. She was taken for endovascular treatment of this large vessel occlusion. After accessing the right femoral artery, recanalization of the middle m2 branch was attained via conventional mechanical thrombectomy with stent retriever and aspiration. Distal emboli of the superior m2 branch and left m3 parietal branch were subsequently treated with intra-arterial tpa, as well as one additional pass with a thrombectomy device in the m3 branch, with a final tici 2b result. However, during the follow-up angiography, a dissection of the petrous segment of the left ica was noted. Verapamil 10mg was administered intra-arterially to exclude the possibility of vasospasm. Repeat angiogram showed further worsening of the clot burden associated with the abnormality, confirming the dissection. It was confirmed that there had been no codman devices used in the patient prior to the dissection. The patient was loaded with 650 mg of oral aspirin. An appropriately sized guidewire and microcatheter were navigated to the petrous segment of the left internal carotid artery, and the enterprise2 vrd stent was then placed across the site of the dissection to fasten the intimal flap to the vessel wall. Follow-up angiography showed good wall apposition of the stent; however, the presence of mild clot formation along the lumen of the stent was noted. This was treated with manual aspiration along the inner lumen of the stent, followed by balloon angioplasty with a 5 x 15 mm balloon catheter. The physician reported that this intraluminal clot formation is not an unexpected event since the patient was not pretreated with clopidrogrel in the setting of an ischemic stroke, and there was clot in the petrous segment prior to stenting. The final angiographic views confirmed stent patency, and the sheath was left in place. Follow-up angiography before sheath removal on the following day showed full patency of the stent with no evidence of in-stent thrombosis. Her nihss was 19 approximately 24 hours after the procedure, and at discharge it was 14. She has continued to improve clinically, but remains with the effects of the stroke with right-sided hemiplegia, and is completely mute, although is able to follow complex commands. All residual symptoms are related to the initial pre-procedure stroke. The patient is scheduled for discharge to a rehabilitation facility, and will continue on 81 mg aspirin and 75 mg clopidrogrel. The stent remained implanted.